Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient 's midline incision site was infected. The site was found to have a purulent discharge and the patient was experiencing fever and chills. The patient had both a scs and drg system implanted. Both systems were subsequently explanted. (Reference MFR. Report: 1627487-2017-01106 and MFR. Report: 1627487-2017-01109 for the scs system). No further information has been provided.